Event description:
Customer reported that incompatible crossmatches were missed using mts anti-igg card lot # 051405001-18 resulting in a transfusion reaction.

Manufacturer narrative:
Mts was able to verify customer's complaint using samples returned by customer. Mts was able to duplicate negative (compatible) reactions with one c+ donor. Customer chose to transfuse units without identifying antibody (anti-c) which resulted in the transfusion reaction by giving c+ units to a patient with an anti-c. Based on the available information, the mts anti- igg card cannot be ruled out as a contributing factor. Batch record review for mts anti-igg card lot # 051405001-18 indicated lot met all specifications, product release and in-process criteria. Labeling cautions the user as follows: optimal reaction conditions may vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies such as anti-e and anti-k have been reported to be nonreactive. False positive or false negative test results can occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test samples. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. Based on the available information, this incident is reportable.